Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by vad support that the pt had been placed on back up pneumatic support using stroke volume limiter (svl) and ip console for 1 week prior to this reported event. While on back up pneumatic support, an audible air leak continued to be noted at the vent adapter of the svl. It was reported that the air leak is positional and not constant as if the leak involved the blue o-rings beneath the vent adapter. The user facility chose not to replace the blue o-rings at the time of the event and is venting the ip console every hour.

Manufacturer narrative:
The pt remains stable on back up pneumatic support and has become a heart transplant candidate. No further info is available at this time.